Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ca 125 ii assay results for 1 patient sample on a cobas 8000 e 602 module. The initial ca 125 ii result was 0.997 u/ml and was reported outside of the laboratory. On (B)(6) 2018 a new sample was collected and the ca 125 ii result was 156.9 u/ml. On (B)(6) 2018 the initial sample was repeated and the ca 125 ii result was 138.6 u/ml. There was no allegation of an adverse event. The calibration, qc, and performance check were acceptable. The were no other issues with the e 602 module. The initial investigation determined from the provided alarm trace that there were multiple sample aspiration alarms indicating a low sample and problems with the sample. The investigation is ongoing.

Manufacturer narrative:
The pre-analytical checks have not shown any issue. The investigation did not identify a product problem. The cause of the event could not be determined.